Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor does not communicate with a belt) was confirmed. As received, the monitor did not communicate with an electrode belt. Upon investigation, there were broken wires on the belt receptacle assembly, resulting in can bus errors. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) does not communicate with an electrode belt.